Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was septic with endocarditis, among many other issues, and had to have their existing right ventricular (rv) lead extracted in a very high risk procedure. What complicated matters was her underlying complete av block and pacemaker dependency. A new (but temporary) rv lead was placed via the right jugular vein and her existing implantable pulse generator (ipg) was re-used externally until the patient¿s underlying infection cleared. Fifteen days later the infection cleared and the ipg was no longer needed and the temporary rv lead was removed. A new implantable pulse generator (ipg) system was then implanted. No further patient complications have been reported as a result of this event.